Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred during the load sequence. Customer reloaded the same cartridge and was able to continue to using the pump for insulin therapy. In addition, it was reported that the customer has a profile set to a 0 basal rate. Recommendation was made to consult with healthcare provider regarding diabetes management. Customer¿s blood glucose level "high," exact value was not provided. A correction was delivered via both the pump and a manual injection.